Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high / undefined superior vena cava (svc) defibrillation coil impedance and high / undefined right ventricular (rv) defibrillation coil impedance and that inappropriate therapy was delivered. It was noted by the patient that "one of the wires broke in half" and that a lead integrity alert triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.